Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during an esophageal dilatation procedure performed on (B)(6) 2014 according to the complainant, during the preparation before device was attached to the balloon, the needle of the gauge was pointing at 30 psi. It was reported that the gauge was reading inaccurately. The procedure was completed with another pneumatic hand pump. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.